Event description:
The technician reported that the foot end brake casters were not holding in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the foot end brake casters were not holding the wheels in brake, the wheels would move. The technician found the brake casters are worn from normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.